Manufacturer narrative:
The investigation confirmed that non-reproducible higher than expected vitros trop I results were obtained from a single patient sample and a known troponin I free fluid when processed using a vitros troponin I es reagent lot 2870 in combination with a vitros 5600 integrated system. The most likely assignable cause is an analyzer issue. Vitros tropi es precision testing performed was not within ortho acceptable guidelines, suggesting that an instrument issue is a likely contributing factor to the event. After ortho field engineer service actions including replacement of the signal reagent tips, signal reagent probes, microwell incubator outer ring motor, well wash filter, signal reagent tubing, waste bottle cap vent plug and well wash line connector an acceptable within run tropi es precision test was obtained, verifying that the analyzer was returned to the expected performance. Based on historical quality control results, a vitros tropi performance issue is not a likely contributor to the event. However, the customer did not process a control fluid with a troponin I concentration at or below the url concentration of 0.034 ng/ml therefore the performance of the vitros tropi at or below the url cannot be determined and a reagent issue cannot be entirely ruled out. Furthermore, it is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations therefore pre analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris was present in the affected sample, although, this could not be confirmed.

Event description:
The investigation observed non-reproducible higher than expected vitros trop I results from a single patient sample and a known troponin I free fluid when processed using a vitros troponin I es reagent lot 2870 in combination with a vitros 5600 integrated system. Patient #1 sample result of 0.378 ng/ml vs. The expected result of <0.012 ng/ml. Known tropi free fluid result of 0.070 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible higher than expected vitros tropi es result obtained when testing the patient 1 sample was reported outside the laboratory, however, a corrected report was issued. Ortho was not aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).